Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received a shock. Upon interrogation, the programmer had a red error screen. The shock impedance was low and out-of-range at only 9 ohms. The smart pass feature had programmed itself off. The system has been implanted less than one month. It was determined that the electrode had dislodged and was in the pulse generator pocket. The doctor replaced the pulse generator and the electrode with new ones. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received a shock. Upon interrogation, the programmer had a red error screen. The shock impedance was low and out-of-range at only 9 ohms. The smart pass feature had programmed itself off. The system has been implanted less than one month. It was determined that the electrode had dislodged and was in the pulse generator pocket. The doctor replaced the pulse generator and the electrode with new ones. There were no additional adverse patient effects.